Manufacturer narrative:
It was reported that ventilator did not work properly. Identification of issue has been done by analyzing problem description and the device¿s logs. Based on technician statement, device alarmed when it was connected to the patient. The ventilator was immediately switched. In time of the ventilator being switched, the patient was ventilated manually. The device was checked. The issue could not be reproduced. Pre-use check passed and no alarm occurred during test lung simulation. The device was delivered to the user in working condition. The device logs confirmed occurrence of the reported issue. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilate malfunction. Alarms such as high respiratory rate, high airway pressure or low expiratory minute volume indicate a leakage in the patient circuit. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The issue was decided to be reported as leakage in patient circuit may lead to insufficient ventilation or no ventilation to the patient. Review of the logs confirmed that prior to ventilation and reported issue the pre-use check was not performed. According to the technician the pre-use check successfully passed during check up of the device. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction. The conclusion is that the reported alarms occurred due to leakage but there was no technical malfunction of the ventilator. It is worth noting that pre-use check (puc), which should always be performed after turning on the ventilator (always before connecting the ventilator to a patient) includes tests which detect leakage. The root cause of the reported alarms has not been determined. As it remains unknown what was the source of the leak.

Event description:
It was reported that ventilator did not work properly. Evaluation of devices logs revealed that alarms were generated. There was no patient harm. Manufacturer's ref. #: (B)(4).